Event description:
It was reported that a remote transmission noted oversensing and short ventricle to ventricle intervals on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.